Event description:
It was reported that during the beginning of a da vinci si surgical procedure, the site experienced error code 23025 on the endoscopic camera manipulator(ecm). With the assistance of an isi technical service engineer (tse), the site restarted the system; however this did not resolve the problem. No surgical tasks had been performed at this time; however, the patient was under anesthesia when the surgeon decided to abort the planned procedure and reschedule for the following day.

Manufacturer narrative:
The investigation conducted by field service engineering found system error code 23025 was associated with the endoscopic camera manipulator (ecm) arm. The ecm is the camera arm located on the patient side cart which provides the sterile interface for the 3d endoscope. The system was repaired by replacing the affected ecm. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. System error code 23025 occurs when the signal from the primary sensor has made a suspect transition from one state to another at a rate higher than a specified threshold. The ecm is being returned to isi for failure analysis investigation. A follow-up report will be generated upon performing failure analysis of the ecm. The da vinci si surgical system user manual explicitly states that, environmental or equipment failures may cause the da vinci si system to become unavailable. The surgical team should always have backup equipment and instrumentation available, and be prepared to convert to alternative surgical techniques.

Manufacturer narrative:
The investigation conducted by field service engineering found system error code 23025 was associated with the endoscopic camera manipulator (ecm) arm. The ecm is the camera arm located on the patient side cart which provides the sterile interface for the 3d endoscope. The system was repaired by replacing the affected ecm. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. System error code 23035 is a pot-to-encoder comparison message used for diagnostics. Upon determining these conditions, the system records the faults and transitions to a safe state. The ecm was returned to intuitive surgical for failure analysis investigation. Engineering was unable to replicate the reported issue; however based on the error code determined that the axis-3 motor/encoder had malfunctioned. Axis-1 and axis-2 motor/encoder were also replaced as a precaution. The da vinci si surgical system user manual explicitly states that, environmental or equipment failures may cause the da vinci si system to become unavailable. The surgical team should always have backup equipment and instrumentation available, and be prepared to convert to alternative surgical techniques. Additional information received from the initial reporter indicated that this procedure was converted to open. The patient made a full recovery from the open procedure.